Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
The healthcare professional ordered fluoroscopy as a routine check prior to pump replacement for pump end of life, and a break in the catheter was discovered. It was noted that under fluoroscopy it was seen that the entered the spinal canal and the tip was "noted over c5, a more distal radiopaque dot is not appreciated." The catheter was replaced 2015-(B)(6), and there were no symptoms related to the event, and the event resolved without sequela. The pump was used to deliver lioresal at the time of the event.

Event description:
Information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry) in regards to a patient that was being treated with baclofen (gablofen) intrathecal (concentration 3000 mcg/ml, daily dose 1090.5 mcg/day) flex dosing via the device system; 75 mcg bolus at 1600, 2000; 100 mcg bolus at 0000, 0400, 0800, 1200; rate (basal) of 23.0 mcg/hr. The patient was also taking focalin xr 30 mg capsule, extended release 1 capsule by mouth every morning; baclofen 10 mg tablet 1 tablet by mouth three times a day as needed for muscle spasms; acetaminophen 500 mg orally every 6 hours as needed for pain or fever; and ibuprofen 400 mg orally every 6 hours as needed for pain or fever per electronic medical records (emr). It was reported by the healthcare provider that the patient's pertinent medical history consist of 3 abductor tenotomy in 1999, cerebral palsy, attention deficit hyperactivity disorder (adhd), myopia, and selective dorsal rhizotomy in (B)(6) 1998. If additional information becomes available a follow-up report will be submitted.